Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer changed out the infusion set and cartridge and continued to observe air bubbles in the tubing. Troubleshooting with tandem technical support showed that the customer was not following the proper technique to fill a cartridge. The customer's blood glucose level was 300 mg/dl. Tandem technical support educated customer regarding the fill instructions. Reportedly, the customer filled a new cartridge and primed the tubing to resolve the issue, and continued using the pump for insulin therapy.